Event description:
A malfunction alarm was reported, indicating a problem with the customer¿s pump. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, confirmed the customer knew how to put the pump into storage mode, and instructed the customer to return the faulty pump using a pre-paid label. The customer was informed to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption.